Manufacturer narrative:
Correction: manufacturer report number (g8) was updated to 2017865-2026-05628 instead of 2017865-2026-05627.

Manufacturer narrative:
Additional impedance issue was reported and UDI not available as the product information was not provided.

Event description:
Voluntary medwatch received states that the atrial lead exhibited over sensing which appeared not to be true atrial tachycardia / atrial fibrillation (at/af). Additionally, there was atrial bipolar lead impedance warning. No intervention or procedure was reported. No patient symptoms were reported.

Event description:
Voluntary medwatch received states that the atrial lead exhibited over sensing which appeared not to be true atrial tachycardia / atrial fibrillation (at/af). No intervention or procedure was reported. No patient symptoms were reported.